Event description:
It was reported that the catheter was implanted in a young pt on (B)(6), 2009. At the end of (B)(6) 2010, the catheter had to be explanted because of a defect. Apparently the catheter is damaged and/or a leak occurred. Problem occurred end of (B)(6) 2010.

Manufacturer narrative:
The complaint was confirmed, and will be considered user related. A longitudinal split was found in the tubing approx 3 inches from the distal tip of the catheter. The resiliency of the tubing was weakened in this location, and the depth marking were partially worn from the tubing, which is a typical indication of pinch-off related damage. The product IFU states, "catheters placed percutaneously or through a cut-down, into the subclavian vein, should be inserted at the junction of the outer and middle third of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even severance of the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle." In addition to the pinch-off damage, the catheter tubing was damaged near the bifurcation. Material had been removed from the tubing, leaving a visible hole, which allowed fluid to leak from the catheter. No defects related to the mfg process were noted on the complaint sample. A chr of lot# rerf0234 showed no other similar product complaint(s) from this lot number.